Event description:
Two premature failures of the control switch of the twenty new defibrillator (replaced the 20 early units where 12 had switch failures). Fist failure of new units occurred within 60 days of delivery, second failure occurred within five months.